Manufacturer narrative:
Insulin pump received with no esc and act button response due to corroded keypad traces. No frozen screen, ramping numbers on their own, or scrolling bar moving anomaly noted. Unable to verify for operating currents including low battery, failed battery test, battery out of limit, off no power, and unexpected restart alarm test due to no button response. No moisture damage noted inside insulin pump. Unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The customer's father reported via phone call that the customer believed the insulin pump was dropped in the toilet. The insulin pump had a small crack. The customer was going through the alarm history and the history was scrolling on its own. The buttons on the insulin pump were unresponsive. The night before, while changing the insulin pump's battery, the insulin pump alarmed unexpected restart and bad battery. Customer's blood glucose level was 455 mg/dl. The self-test was not completed because the insulin pump was frozen. In the alarm history unexpected restart, battery out limit, bad battery, and low reservoir alarms were found. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.